Event description:
The pump was reported to have overinfused during clinical use. Reportedly, the pump was set up at 1930 hrs to infuse a 500ml heparin bag at a rate of 32.5 ml/hr. Later that evening, at 0300 hrs, it was noted that the 500ml bag was empty, however the volume to be infused read 249mls to be infused. According to the rptr, the heaprin infusion was then discontinued. A stat "ptt" completed and result of >212 reported. According to rptr there was no pt intervention or injury associated with this incident.